Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr reports patient post left total hip done on (B)(6) 2019 appears to have a loose accolade ii femoral stem which needs to be revised. Dr proceeded to revise the stem to a short citation hip stem with a dall miles cable. The stem was carefully removed using an extraction handle and flexible osteotomes. It was noted there was no bony in growth of the stem. Surgery was performed without incident. No further information is available.